Event description:
According to the reporter: occurred during a laparoscopic colectomy of cecum with terminal ileum. During the second firing to the ileocecum, the stapler stopped halfway. The tissue was treated with manual suturing. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired and the knife blade assembly was bent. Microscopic inspection revealed damage to the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of this condition may occur if excessive force is applied to advance the firing knob during application over a an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.